Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-08732 / 08734).

Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 allegedly due to metal poisoning, metallosis and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced. It was further reported that the patient has been experiencing pain, limited mobility, metal poisoning, elevated metal ion levels and implant clicking since the revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2012 due to pain and metallosis. Operative report noted the presence of opaque green milky fluid, metallosis, a pseudotumor, and an anteverted cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of metal poisoning, metallosis and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced. Patient further reports pain, limited mobility, metal poisoning, elevated metal ion levels and implant clicking since the revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.